Manufacturer narrative:
Updated: d8, d10, h3, h6, h11. Added: h2. The device was returned to olympus for inspection. A root cause could not be identified. The event is detectable/preventable by handling the product in accordance with the following IFU. Oer-6 IFU: operation manual ¿4.7 connecting tube installation¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Event description:
It was reported the connecting tube was not attached during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.